Event description:
Reportedly, on (B)(6) 2012, the device was interrogated in its box. A warning message was displayed to the user stating that current p wave measurements were low. An explantation is required.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.